Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.3. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought medical attention while wearing a pod on the skin for an unknown duration of use. A memory corruption error occurred on the controller app, resulting in the patient unknowingly wearing an inactive pod for approximately nine hours. During this time, glucose levels reportedly increased to approximately 700 mg/dl. The parent observed that the app had stopped working on that same day. An error message indicating ¿memory corruption¿ was displayed and acknowledged, and the app was subsequently uninstalled. The patient presented with symptoms including incoherent speech, severe abdominal pain, and vomiting. The patient was diagnosed with diabetic ketoacidosis and hospitalized from (B)(6). Treatment included administration of insulin for 48 hours. The length of the medical visit beyond the hospitalization period was not otherwise specified. Following discharge, the controller app was reinstalled. All therapy settings were available and were re-entered independently by the patient and parent.